Event description:
Pt revised for pain, polyethylene wear, osteolysis.

Manufacturer narrative:
Examination was not possible as no prod was returned. The investigation was limited to the info provided, as the prod code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not determine the root cause, the reported avn may have been a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.